Event description:
Customer reported an issue with the v-series monitor which may have affected spo2 monitoring. No pt injury was reported.

Manufacturer narrative:
Company representative evaluated the unit. Corrections included replacement of the unit's isolated host communication board. Unit was calibrated and safety tested to factory's specifications.